Event description:
Patient had original surgery, right reverse total shoulder replacement, recently. The patient's status, post reverse total shoulder arthroplasty, when he came back two weeks postop it was noted they had a disassociation of their glenoid sphere from the glenoid component. The patient was recommended for a revision. Brought back for the revision 23 days later. Doctor replaced the zimmer part #00-4349-036-11, trabecular metal reverse shoulder system glenosphere 36mm, and the zimmer part # 00-4349-065-06, trabecular metal reverse shoulder system retentive poly liner 36mm x65 degree. Doctor is interested in having these pieces examined by the zimmer engineers.